Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. The gender of the baseline characteristics is female and the baseline age is (B)(6). Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿initial real world experience with a novel insertable (reveal linq¿@medtronic) compared to the conventional (reveal xt¿@medtronic) implantable loop recorder at a tertiary care center ¿ points to ponder!¿ international journal of cardiology. 2015. 191: 58-63. (B)(4).

Event description:
A journal article was received which contained information regarding these implantable loop recorder (ilr) models. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article's purpose was to compare the procedural characteristics between two methods of implant. The article indicated that there were infections, hematomas, other "cumulative complications, an "wound dehiscence [separation] with device protrusion." The status of the ilrs is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.